Event description:
A surgeon reports that following uneventful intraocular lens (iol) implant surgery, a pt presented with mid capsular fibrosis. The surgeon indicated the pt's visual acuity was excellent at that time. The pt then complained about a decrease in their vision and was seen by their usual ophthalmologist who observed 'implant' posterior capsular fibrosis. The association between this event and the iol is not know. Additional information has been requested.